Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned for evaluation. The sales representative and a depuy synthes senior engineer troubleshot the pump and determined there was no problem with the device; rather the failure was caused by the tube-set. The pump has been returned to service where it has been used without an issue. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this device's serial number. No corrective action is required and no further action is warranted at this time. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that the pump was overfilling the fill chamber during an unknown procedure. Procedure was completed with the pump. No patient consequences. Device not being returned. Additional information received by mitek complaint on (B)(6) 2015 on phone: the sales representative reported that there was a five (5) minute delay in the procedure.